Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for headaches. It was reported that the patient was not getting relief of headache on left face (off label supraorbital lead). It was reported that they lifted something heavy approximately a month ago (not specific about what), which may have contributed to the issue. Impedances were checked and an x-ray was taken. The patient was reprogrammed using a different contact and the patient was feeling stimulation where they needed it now. The issue was resolved at the time of the report. The event occurred on (B)(6) 2018. No surgical intervention occurred or was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) clarifying the results of the impedance check was electrode 2 and 13 were greater than 10,000 ohms. The x-ray showed that the leads had not migrated. It was indicated that the clinician programmer showed the impedances and the rep was present when the doctor stated the leads had not moved since their last x-ray. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.